Manufacturer narrative:
The device was returned for investigation which demonstrated the device was within specification and there was no anomaly or malfunction related to the device.

Event description:
The patient was undergoing a right lung middle lobectomy by robotic video-assisted thoracic surgery. The microcutter 5/80 stapler was advanced through the accessory port trocar to a branch of the superior pulmonary vein following dissection of tissue around the target vein. While positioning the stapler at the selected location for transection of the vein and prior to firing the stapler, bleeding occurs which appears to have originated from behind the target vein. It appears that a small branch vessel, located behind the target vein, may have avulsed when the microcutter 5/80 stapler was being positioned, resulting in bleeding. The stapler is subsequently fired resulting in a successful staple line. The surgeon then uses pressure to control the bleeding. Additional bleeding is noted at the distal end of the transected vessel. The surgeon controls the bleeding through the use of direct pressure, cautery, topical hemostatic agents and clips. The surgery was completed and it was reported that the patient did not experience any further complications as a result of the bleeding and is doing well.